Event description:
Information was received indicating that this ambulatory infusion pump was beeping and exhibited an error code. The patient switched to their backup pump. No adverse patient effects were reported.